Event description:
On (B)(4), 2011 a customer alleged that the premise product was setting at an orange color.

Manufacturer narrative:
A customer alleged that premise material is setting at an orange color. The product was returned and evaluated. All results were within specifications and no contamination or other strange matters were detected in the material.

Manufacturer narrative:
A customer alleged that premise material is setting at an orange color. At the time of this report, no additional information regarding required treatment or the patient's condition has been provided. Retain samples will be evaluated.